Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after an interventional procedure using an 8f sheath. Reportedly, there was no blood flow coming from the marker lumen when the device was positioned in the artery. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.